Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the device fired an incomplete staple line. Another device was used to complete the case. There was no pt consequence.